Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2024 at 8:25 am. General anesthesia, nasotracheal intubation, is performed for a scheduled maxillary surgery on a 23-year-old woman. A first nasotracheal intubation tube with a balloon check is placed. After intubation, there was leakage to the patient's ventilation. After analyzing the situation, it was a leak that came from the intubation tube balloon which had a hole on its distal side. The patient is extubated, and a second catheter is replaced under the same conditions and from the same batch which is found to have the same abnormality. The patient is re-extubated and re-intubated with a new catheter from a different batch. Intubation is effective. The patient's airway is secured, and surgery is performed. Associated complaints 8040412-2024-00052.

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "one actual sample for investigation was returned. Agt tube cuff was then inflated using endotest. The cuff was observed under magnifying camera to observe the leak. It can be observed tear mark on the cuff. In addition, visual inspection, inflation and deflation test were performed in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. Based on the investigation, the defect mode on leak at intubation balloon (cuff) matches with the complainant report. However, visual inspection, inflation and deflation test were performed in manufacturing and such obvious defect able to be detected and taken out a sit will fail all the testing at manufacturing site." Teleflex will continue to monitor and trend on this complaint issue.

Event description:
It was reported that on (B)(6) 2024 at 8:25 am. General anesthesia, nasotracheal intubation, is performed for a scheduled maxillary surgery on a 23-year-old woman. A first nasotracheal intubation tube with a balloon check is placed. After intubation, there was leakage to the patient's ventilation. After analyzing the situation, it was a leak that came from the intubation tube balloon which had a hole on its distal side. The patient is extubated, and a second catheter is replaced under the same conditions and from the same batch which is found to have the same abnormality. The patient is re-extubated and re-intubated with a new catheter from a different batch. Intubation is effective. The patient's airway is secured, and surgery is performed. Associated complaints 8040412-2024-00052 and 8040412-2024-00053.